Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2108-50m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient¿s device was non-functioning. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein ipg and leads were replaced for increase coverage. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s device was non-functioning. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Event description:
A report was received that the patient¿s device was non-functioning. The patient will undergo a revision procedure wherein the ipg and leads will be replaced.

Manufacturer narrative:
Additional information was received that it was unknown if device was malfunctioning but the physician believed it was a normal wear and tear as device had been in the patient for quite a while. No further course of action will be taken. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.